Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of implantable pulse generator (ipg) an inquiry was received for explanation on the battery voltage was depleting very quickly. The ipg remains in use. No patient complications have been reported as a result of this event.